Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2019-02445 3005168196-2019-02446.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system jetd reperfusion catheter (jetd), neuron max 6f 088 long sheath (neuron max) and, velocity delivery microcatheter (velocity). During the procedure, the physician placed a neuron max in the left internal carotid artery (ica), a velocity was then used to bring up the jetd through the neuron max and into the target vessel. Afterward, the physician removed velocity; however, resistance was encountered while retracting the velocity out from the jetd. It was reported that the physician thought there might be something wrong with the jetd; therefore, it was removed. However, while retracting the jetd out of the neuron max, the physician experienced resistance and the jetd proximal end began to collapse. The physician also thought there might something wrong with the neuron max distally; therefore, the neuron max was also removed. The procedure was completed using a new jetd, neuron max and the same velocity. It was also reported that after the procedure, the first neuron max was examined, and the distal end was found to be kinked. There was no report of an adverse effect to the patient.